Event description:
The customer reported that the touch screen monitor was blank and the cpu was not lighting up. The touch screen is used in nav to perform certain functions and when the monitor and cpu are not working, the system is unusable. There is no report of pt injury.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.